Event description:
It was reported patient had some groin and buttock pain but they could walk normally. The eccentricity of the femoral head in the acetablulum had increased and pelvic osteolysis was also significant by x-ray. At revision, in 2005, the acetabular component was found to be loose or only fibruously ingrown.